Event description:
It was reported that the patient was admitted to the hospital for chest pain. Upon interrogation, an increased capture threshold and a drop in r-wave sensing were observed. The x-ray did not show any abnormalities but the physician repositioned the lead due to suspected micro-perforation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.